Event description:
#Medwatcher #(B)(4). Cramping, sharp/stabbing pelvic pain, abnormal menses, period stops, adenomyosis, excessive bleeding during period (menorrhagia), painful ovulation (mittelschmerz), night sweats, loss of libido, painful periods (dysmenorrhea), bleeding between periods (metrorrhagia), long menstrual cycles (polymenorrhea), lack of menstrual cycle (amenorrhea), breast pain/tenderness, pain in joints, leg, breast, hip, knees, all over body aches/pain, severe, metallic taste in mouth, neurological, mental health, headaches and migraines, tingling sensations, numbness, brain fog and cloudiness, forgetfulness, anxiety/panic attacks, mood swings, depression, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), numbness/tingling in extremities (hands/feet), tremors/shakiness, anemia/ iron deficiency/low ferritin, vitamin d deficiency, vitamin b-12 deficiency, allergies/sensitivities, heightened allergies/ allergic reactions, allergic reactions, cysts, boils, acne, swelling of legs or feet, hair loss or changes, dental issues, insomnia, thyroid disease (hypothyroid worse since essure ), weight issues (gain), sleep apnea is worse. Swelling of legs/feet, vision problems (floaters, blurred vision, decreased vision), dry skin/hair/eyes, severe bloating